Event description:
During a rvot ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. The physician inserted an ensite array catheter to map the right atrium. The therapy cool path duo ablation catheter was used to perform ablation therapy. After the physician had created eight radiofrequency lesions, the patient became hypotensive and a pericardial effusion was diagnosed. A pericardiocentesis was performed which stabilized the patient. Two hours after the procedure, the pt remained stable. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the reported pericardial effusion occurred during the procedure and was not due to the performance of any sjm device. Per the IFU, vascular perforation is an inherent risk of any electrode placement.